Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a 99% stenotic lesion in the lad. A bmw guide wire was also used in the procedure. No pt injuries or complications were reported.